Event description:
The customer reported a fluid leak of approximately 50ml from the right side panel at pinch valve pv49 on a coulter lh 500 hematology analyzer. The leak was not contained within the instrument and no error messages were observed by the customer at the time of the event. The customer could not determine which tube was leaking, and requested a service visit. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found and replaced leaking tubing at pv49 to resolve the issue. The fse performed verification of instrument to meet the specified requirements per established procedures. (B)(4).